Manufacturer narrative:
Updated to include additional information.

Event description:
The customer reported that the item's safety sheath will not lock in place. There was no harm to the staff or patient. Additional information was provided by the customer and it was stated that the product was being used incorrectly. The nursing staff was not turning the cap after pushing up the safety shield.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the item's safety sheath will not lock in place. There was no harm to the staff or patient.